Event description:
It was reported that during testing conducted at the manufacturer facility, the hudson/modified trinkle reamer was producing metal shavings. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Through visual inspection, the components of the device were found to be conforming. The device was discarded by the manufacturer.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during testing conducted at the manufacturer facility the hudson/modified trinkle reamer was producing metal shavings. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.